Event description:
It was reported that the day after implant the patient experienced muscle stimulation related to the right ventricular (rv) lead. The lead hadn't moved but the threshold had increased. The lead was unscrewed and repositioned which resulted in good thresholds, sensing and impedance values. Recently, the patient was experiencing dizziness and the presenting electrogram demonstrated loss of capture by the rv lead. The patient was to be evaluated further, and no additional adverse effects were reported. Additional information received indicated that the device was currently programmed with an rv output of 3.4 v at 0.4 ms. The rv lead remains in service.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information in the description of event field.

Manufacturer narrative:
(B)(4). At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that the day after implant the patient experienced muscle stimulation related to the right ventricular (rv) lead. The lead hadn't moved but the threshold had increased. The lead was unscrewed and repositioned which resulted in good thresholds, sensing and impedance values. Recently, the patient was experiencing dizziness and the presenting electrogram demonstrated loss of capture by the rv lead. The patient was to be evaluated further, and no additional adverse effects were reported.